Event description:
It was reported that the customer's insulin pump had a crack on the right and left bottom corners. The customer stated that she had the cracks for a while and that the insulin pump had been working fine. The customer's blood glucose was 121 mg/dl. The customer was unaware of how the damage occurred. The customer mentioned a piece of the reservoir compartment was cracked off as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and missing end cap sticker.